Event description:
It was reported that interrogation of the pulse generator resulted in the message -an error in pacemaker software has occurred. The patient's presenting intrinsic rhythm was in the 40 bpm range. The magnet rate could not be obtained. The patient was asymptomatic.

Manufacturer narrative:
No medwatch form was received.